Event description:
The customer reported that while monitoring patients, the module would intermittently lose waveforms. Clinical staff would reset the monitor to get vitals to resume. The customer reported that they were unable to reproduce the failure and sent the unit in for further evaluation. The device was received by spacelabs healthcare equipment service center and verified the failure. The technician stated that the module would reset itself due to a faulty cpu pcba. The device was repaired and returned to the customer.